Manufacturer narrative:
The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported event of device had bezel was replaced on the device but still would not calibrate was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 14jul2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the bezel was replaced on the device but still would not calibrate. The biomed was not able to get the pump channel in spec with the rate calibration. The issue was resolved by replacing the bezel once more. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the bezel was replaced on the device but still would not calibrate. The biomed was not able to get the pump channel in spec with the rate calibration. The issue was resolved by replacing the bezel once more. There was no patient involvement.